Manufacturer narrative:
Device not returned. No evaluation will be done. If device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported that in 2007, the patient had a t2 ph long nail implanted. Approx four months later, the patient was in rehabilitation and felt pain in her shoulder, and the surgeon found the most proximal screw has backed out from screw hole. The pt had the screw removed.